Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was also reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 310-high mg/dl. Customer addressed bg level via correction injection. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.